Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r. The returned device was inadvertently programmed during manufacturing, consistent with a loss in contact force functionality and with the reported event.

Event description:
During the afl procedure, the catheter was inserted into the patient. The signals were displayed, but the contact force data glowed pink. The tactisys had a solid red light on it. The catheter was replaced, but the issue persisted. The catheter was exchanged for a catheter of a different lot number, and the issue was resolved. There were no adverse patient health consequences to the patient.

Manufacturer narrative:
The returned device was inadvertently programmed during manufacturing, consistent with a loss in contact force functionality and with the reported event.